Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4: batch # unk. A manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "was there any bleeding?: yes there was bleeding. If yes, how was the bleeding controlled?: no answer yet. What amount of blood loss (mls) occurred?: no answer yet. Was a transfusion required? ¿ no transfusion needed. Was there any change to the procedure as a result of the event?: no procedure change. What is the current patient status?: no answer yet," "1. Quickly locate the bleeding and clip again with a new liga clip (medium). 2. Approx. 10-20 ml 3. No (on the question transfusion and procedure change) 4. Patient recovered well, was discharged according to scheme." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip was placed on vessel, the vessel was damaged when removing the clip setter because the clip was still attached to the clip setter. Vessel damaged.